Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, immediate implantation. Bad bone quality (type IV). Same patient as (B)(6).